Event description:
Reporter stated ,that caller from account reported that unit was overfilling final containers on the basis of a nearly empty source container on station 3 after 8 bags were compounded, none programmed to received solution from that source container. The 500ml bottle had 50-100ml remaining. The bags were discarded so there was no pt involvement. There were no alarms. Users have been instructed in proper installation of tranfer sets. User was advised to use unit, which was swapped out. 10/28/96.